Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultramini meter had a missing product issue. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at on (B)(6) 2016 at 6.50pm, they found tests strips missing from a meter system kit. The patient stated they manage their diabetes with diet and/or exercise alone. It is unknown if the patient made any changes to their usual diabetes management regimen in response to the alleged product. The patient claims they developed symptoms of ¿shaky¿ approximately 15 minutes after the product issue occurred. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca educated the patient on the correct box content, the test strips were found not to be missing from the box. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began. In addition, there is no evidence that the lfs device malfunctioned.